Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio meter: 5.0 inr. Date: (B)(6) 3011, inratio meter: 7.0 inr. Patient tested at the doctor's office with her machine and strips; patient was diagnosed to hold her dose, but does not remember if she took it or not.